Event description:
In 1993, the graft was placed, for stenotic disease, with a end to side anastomosis proximally and distally. Distally, the graft was anastomosed in the groins. In june 1999, the duplex us showed dilation of the right branch of the graft a little above the groin. In july 2000, the same dilation was seen but it had increased in size. In december 2000, it again had increased in size. A CT angiograph was made and showed a saccular formed aneurysm of the graft itself, not at the anastomosis. A CT angiograph of the entire graft was taken and this showed that the straight tube of the graft has a diameter of 25-35 mm over more than half the length of the straight part. The left branch looks fine. On 04/10/01, co learned that the pt is ambulatory. The pt's condition and surgical status is unknown at this time.

Event description:
On 4/25/2001, co additionally learned the following: the dilatation part of the complaint was confirmed to be due to an error in measurement and not caused by the graft.

Event description:
On 4/25/2001, co learned the following: according to the physician, the graft was implanted on 1993, to treat a bi-iliac atherosclerosis disease by conventional surgery with a distal anastomosis at the groin level. There were no complication in postopertive period. In 1999, during a pt's follow-up with a duplex ultrasound examination the physician diagnosed a small dilatation at the graft level and at the right leg above the distal anastomosis. In 7/2000 there was a growth of this dilatation. An angiography was performed in 12/2000 and showed a [small] saccular aneurysm at the graft level itself and at the right side, but not at the anastomosis level. The pt's condition, today, is ok. The physician is following up and will determine the best therapy for this pt.